Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the ins was obviously tilted in the pocket by just looking at it. They moved the recharger multiple time to try and get optimal coupling bars, but the most they was able to get were 6/8. The rep used a sticky disc to help keep the recharger in place so that the pt could charge. The cause of the tilted ins was unknown. The patient is seeing the hcp on 2021(B)(6) to discuss an ins replacement/revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient is having difficulty recharging. The ins is tilted in the pocket, pt lost a lot of weight a couple of years ago and has put some of it back on. The rep met with pt and troubleshooted using recharger to find optimal coupling. Would get 6 bars and then it would give us the reposition antenna alert without the patient moving. Never able to get 8 bars while charging. Pt¿s ins was not charged enough to be able to access recharging diary. The patient  has an appt on (B)(6) 2021 with their doctor to discuss possible replacement/pocket revision. The issue has not been resolved at this time. The patient's medical history includes allergies to multiple antibiotics.